Manufacturer narrative:
PMA 510(k): while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 17.0 mmol/l and 7.9 mmol/l within 1 minute on the aviva system. No adverse event reported. The alleged product was requested for evaluation.